Event description:
The customer reported the subject device leaked from the angulation knob and there was restriction at the biopsy channel. The subject device was sent to olympus for evaluation. During inspection and testing, the image was blurry. This report is being submitted for the malfunction found during evaluation (blurred image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the image was blurry. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. Olympus will continue to monitor field performance for this device. Inspection and testing did not confirm restriction of the channel. Initially, the forceps could not be inserted in the channel because of some rubber part being stuck inside the insertion section mount which was removed. Inspection and testing confirmed the device leaked due to deformation of the right/left and up/down knobs. In addition, the suction cylinder was shaved because it was scraped with a cleaning brush, the water removal ability did not meet the standard due to clogging of the nozzle, angulation in all directions did not meet the standard value and the play of the up/down and right/left knobs was out of standard due to wear of the angle wire, there was a gap in the adhesive on the bending section cover, the connecting tube was scratched due to being caught and pinched, the universal cord was sticky due to the resin becoming detached/deteriorated, the universal cord was scratched due to physical stress, the objective lens was cracked due to a shock caused by dropping and knocking the device to a hard surface, the light guide lens was chipped and scratched due to a shock caused by dropping and knocking the device to a hard surface, the distal end cover was dented due to a crack in the resin part caused by handling, the scope connector was dented due to physical stress, the scope connector, scope connector cover, and protector of the universal cord on the scope connector side were sticky due to chemical stress during reprocessing, the scope connector cover was scratched due to physical stress, the forceps channel port was shaved due to physical stress, the control unit was scratched due to physical stress, the grip was sticky due to chemical stress during reprocessing, the control unit was discolored due to chemical stress during reprocessing, the channel was scratched due to interference with a brush/treatment of the device, and there were black dots in the image due to damage on the charge-coupled device unit. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.